Manufacturer narrative:
The investigation has determined that a lower than expected vitros tropi es quality control result was obtained from a non-vitros quality control fluid using a vitros 5600 integrated system. The most likely assignable cause of this event is an issue with the microimmunoassay metering proboscis of the vitros 5600 system. Routine maintenance activities have been performed by the customer to address the issue. There is no evidence that a vitros tropi es reagent issue was a contributing factor to the event. In addition, a pre-analytical sample mix up cannot be ruled out as a contributing factor to the lower than expected tropi es quality control result observed. The investigation is on-going, however, an issue with the microimmunoassay metering proboscis is a likely contributing factor to the event. Conclusion: inconclusive-investigation in progress.

Event description:
The customer obtained a non-reproducible, lower than expected troponin I es quality control result from a non-vitros quality control fluid when using a vitros 5600 integrated system. Vitros tropi es result: 0.029 ng/ml versus 0.069 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected when patient samples are affected. There was no allegation of patient harm due to the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).